Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-525j-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the "fiber is damaged at the tip". The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury to the patient was reported. Additional information was not reported.